Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the previously implanted stent resulted in the reported difficult to advance. Manipulation of the compromised guide wire resulted in the reported tip kink and ultimately resulted in causing damage to the implanted stent. Reportedly, additional intervention was performed with multiple balloons and stent implantation as treatment for damage to the implanted stent; causing a delay in the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a bifurcation in the main branch. The whisper guide wire was advanced to the side branch however resistance was met with the previously implanted stent, causing damage to the implanted stent. The whisper guide wire was removed in one piece and a kink was noted at the tip. Additional intervention was performed with multiple balloons and stent implantation as treatment for damage to the implanted stent; causing a delay in the procedure. No additional information was provided.